Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset was detected. Additional information has been requested; a follow up will be sent when additional information becomes available.